Manufacturer narrative:
(B)(4). Evaluation summary: the reported flo-gard infusion pump with a reported problem of repeated occlusion was confirmed and reproduced by service. Since this is a stay-in device, the root cause could not be confirmed. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of (B)(4), 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Event description:
The facility representative contacted baxter to report a flogard in which there was a false occlusion alarm. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred during biomedical testing in the pharmacy. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.